Manufacturer narrative:
(B) (4).

Event description:
It was reported that there was a confirmed pump motor stall with no motor stall recovery noted in the event logs. This was caused by the pt having an MRI. Per the reporter, they were unsure if an audible alarm was occurring. No pt symptoms were reported. The type of medication was not reported, however, the concentration was 500mcg/ml with a daily dose of 30mcg at a rate of 0.06ml/day. Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.